Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having issues with the fiber optic cable. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h4,h6(type of investigation, investigation findings, component code, investigation conclusions),h10,h11. Corrected fields - d9,h3,h6(health effect ¿ clinical code). Additional contact : (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced d fber optic extender cable and reassembled the pump and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a